Manufacturer narrative:
A test p-cap and reservoir locks into place inside the reservoir compartment properly. The pump was received with the operating currents within specifications. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the dat test. A water filled reservoir was used during the test. No air bubbles anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose in the 40 mg/dl range at the time of the incident. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer was reporting air bubbles in the tubing. Troubleshooting was not completed as the customer declined. The customer also had a high of 400 m/dl after the low that they used a manual injection to treat. The reservoir and set will be returned for analysis.